Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the latis pad was detached from the jaws. Upon further inspection, the remaining material on the jaw was even across the surface, indicating the adhesive was applied uniformly during manufacturing. The exact cause of the pad detachment is unknown; however, it may have been due to excessive force during surgical use. This document represents our final report.

Event description:
Anterior resection - "one of the silicone pads on the a-traumatic grasper dislodged during the procedure and was not recovered." Intervention - "cavity was irrigated with fluid with the hope to flush out pad." Patient status - "patient okay and aware of situation."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.